Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: corrected data:

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed no clear evidence of use in the form of biological material on the device. The first three staples appeared misaligned. The trigger was returned partially engaged. The stapler was returned with 45 staples remaining in the cover block. When compared to lab inventory components, one side of the front of both the cover block and the frame components were observed to be damaged. It could not be determined how or when the cover block was damaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trig-ger, no staple would fire. It appeared that the misalignment of the first three staples prevented the remaining staples from firing correctly. The device was disassembled to further inspect the damage to the cover block and the frame components. Die casting anomalies on the forming tool were also dis-covered. No other defects or anomalies were observed. The failure cannot be confirmed to be manufacturing-related, and user error or inadequate handling could have caused the failure. Device history record investigation did not show issues related to complaint. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The sample was returned with three misaligned staples and damage one side of the front of the cover block and frame components. It appeared that the misaligned staples prevented the remaining staples from firing correctly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Per r & d and manufacturing site feedback, it could not be determined how or when the cover block and frame became damaged, and the staples be-came misaligned. Teleflex will continue to monitor and trend reports of this nature. Other remarks: n/a corrected data:

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".